Event description:
Procedure type: skin closure (under eye). According to the reporter: pt experienced swelling and redness near the eye 2 hours after use of product at site. Was administered benadryl, pt status is unk at this time. Or time not extended, hospital did not attempt to remove product.

Manufacturer narrative:
(B) (4). (B) (4).

Manufacturer narrative:
(B) (4). (B) (4).